Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding fracture of a hip fracture stem was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. The event could not be confirmed nor the root cause of the reported device fracture determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the original stem fractured. The stem fracture was visible in x ray . Cup stayed. Replaced poly. Competitive stem and head used.

Event description:
It was reported that the original stem fractured. The stem fracture was visible in x ray . Cup stayed. Replaced poly. Competitive stem and head used.